Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their system explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15639, 1627487-2021-15641. It was reported the patient had high impedances on their l3 lead causing ineffective stimulation. Reprogramming using the other leads resolved the issue for a while; however now the patient is not receiving effective stimulation on any leads. Surgical intervention may take place at a later date to address the issue.